Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced repeated infections at the cannula site. Upon removal of the cannula, the patient experienced pain, and the site was sore, slightly firm, and reddened. The patient's primary care provider (pcp) diagnosed the condition as cellulitis. It was noted that the patient occasionally developed bruising at the site following cannula removal. On (B)(6) 2025, the patient consulted their doctor and was prescribed a one-week course of cephalexin. No further information available.